Event description:
Boston scientific received information that the right atrial (ra) lead disoldged one day post implant. The lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.